Event description:
It was reported that prior to a biopsy procedure, a black foreign material was allegedly found in the package upon opening the package. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission disposable core biopsy kit was returned for evaluation. On visual evaluation, the device appeared to be clean and the device was noted to be received in initial configuration with the cannula at the 00mm position. And it was noted that the black foreign material was found in the inner packaging. On additional evaluation, the device was sent to ftir analysis. The results showed the evidence of material consistent with an agglomeration of fibers and inorganic particles (metals, salts), entrapped within a silicone based matrix. Therefore, the investigation for the reported foreign material is confirmed as the material is consistent with the foreign material combination. One electronic photo was provided for review. The photo shows the needle and black dot like substance found near the needle. Based on the photo review, the reported foreign material could not be confirmed. Therefore, the investigation for the reported foreign material is kept as inconclusive as the condition of package is not confirmed. Based on the sample analysis, the investigation for the reported foreign material is confirmed. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that prior to a biopsy procedure, a black foreign material was allegedly found in the package upon opening the package. There was no patient contact.